Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. The device_s electrical function and magnet are within specifications. Perception of clattering noise might be experienced by recipients using the synchrony implant with good residual hearing on the contralateral side, but only when the external processor is not worn. The concerned device was reportedly fully functional whilst implanted and behaved as expected, however it was explanted upon recipient's request. This is a final report.

Event description:
An explanted device was received at headquarters. Per device explant report, the device was fully functional and no deficiency against it was alleged. No new device was implanted. The recipient requested to have the device explanted as there was no satisfying hearing for over a year. The user could hear the movement of the implant magnet on the contra-lateral side, only when not wearing the audioprocessor.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The recipient requested to have the device explanted as he had no satisfying hearing for over a year. He could hear the movement of the implant magnet on the contra-lateral side.